Event description:
Procedure performed: tapp inguinal hernia repair + adhesiolysis. 90yr male patient admitted for laparoscopic inguinal hernia repair tapp + adhesioysis. When dr. [Name] started dividing the adhesions, he found the scissors would not cut the tissue. He tried in several parts, several times and the tissue would not cut. Another pair of scissors were opened and the new pair cut the tissue normally. Patient status: patient is fine and had no ill affects, procedure was completed. Intervention: another pair of scissors were opened and the new pair cut the tissue normally.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation. Testing was performed on the event unit. However, the complainant¿s experience of the scissors being unable to the cut the tissue could not be replicated or confirmed, as the event unit was able to cut thin and thick materials. The event unit met current specifications and there were no visible non-conformances. Applied medical has reviewed the details surrounding the event and related product and is unable to determine the root cause of the event. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level.

Manufacturer narrative:
Ra has just received the incident device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: tapp inguinal hernia repair + adhesiolysis. (B)(6) yr male patient admitted for laparoscopic inguinal hernia repair tapp + adhesioysis. When dr. [Name] started dividing the adhesions, he found the scissors would not cut the tissue. He tried in several parts, several times and the tissue would not cut. Another pair of scissors were opened and the new pair cut the tissue normally. Patient status: patient is fine and had no ill affects, procedure was completed. Intervention: another pair of scissors were opened and the new pair cut the tissue normally.